Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of ¿viral infection¿ (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient experienced delayed ¿swelling and a bump¿ of the lower lip after they were injected with juvéderm® volbella¿ xc. It was noted that the patient ¿had a viral infection (not related to the device) few weeks prior to the swelling.¿

Event description:
Additional information reported patient was injected with juvéderm® volbella¿ xc to the upper and lower lip (border and body). Approximately two months later, patient experienced edema, erythema, lump and soreness which started initially at right lower lip. The next day, patient was treated with prednisone 40 mg for five days and clarithromycin 500mg for seven days. 12 days later patient, patient was treated with prednisone taper and doxycycline 100mg. Two days later, patient was treated with "reversal performed" with hylenex. Six days later, patient symptoms fully resolved.

Manufacturer narrative:
Clarification to h6: the syringe has been discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported that a patient experienced delayed ¿swelling and a bump¿ of the lower lip after they were injected with juvéderm® volbella¿ xc. It was noted that the patient ¿had a viral infection (not related to the device) few weeks prior to the swelling.¿